Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding device replacement procedure in 2008. According to the complainant, the locking adapter was found to be broken three weeks after placement and it would not lock. No pt complications were reported as a result of this event. The pt's condition was reported as "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being return for evaluation, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.